Event description:
Following completion of saw cuts and on removal of femoral cutting block one of the fixation pins was separated from the cutting block.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Following completion of saw cuts and on removal of femoral cutting block, one of the fixation pins was separated from the cutting block.

Manufacturer narrative:
An event regarding fixation pegs disassociating from a size #5 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was reported. The event was confirmed. Visual evaluation showed the device was returned with two fixation pegs disassociated from the block, and device evaluation under magnification concluded that there was no evidence of an interference fit between the missing pegs and the blind holes. A device history review indicated that all devices manufactured and accepted into final stock conformed to specification. A complaint history review indicated that there have been no similar events for the reported lot. The investigation concluded that the fixation pegs disassociating from the triathlon 4:1 cutting block was caused by a manufacturing nonconformance. Based upon the conclusions of the visual analysis, it was concluded that the supplier had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly.